Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer was assisted to performing a 5.0unit fill cannula. Customer states the insulin exited. Customer states the cannula was bent. Customer declined to troubleshooting high blood glucose. The device will not be returned for analysis.